Event description:
It was reported that 14 bd vacutainer® safety-lok¿ blood collection set the shields had molding defects. The following information was provided by the initial reporter, translated from japanese to english: why are there so many inclinations in the tube cap, the quality control quality is worried

Manufacturer narrative:
H6. Bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd vacutainer® safety-lok¿ blood collection set the shields had molding defects. The following information was provided by the initial reporter, translated from japanese to english: why are there so many inclinations in the tube cap, the quality control quality is worried.